Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735991, ubd: unknown, UDI: unknown. Please also see section e for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A1102: applicable to the "not optimal for stealth" error message a13: applicable to the issue occurring upon loading a patient image onto the system medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that upon loading a patient image onto the system, about 5 of the 10 images had an error message that read "not optimal for stealth." Upon clicking for further details, it was stated that the images were not scanned according to the stealth protocol. It was noted that the surgeon wanted to use an image that contained a not optimal for stealth warning message. Technical services assisted the surgeon with registration, which was successful on the first attempt, and advised that despite the protocol issue, the image could still be used for navigation. The case was resolved on the call. There was no reported impact to patient, and there was less than an hour delay to the procedure.